Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer encountered one huge air bubble during the fill tubing process. Customer's blood glucose was 149 mg/dl. Customer was advised to change the tubing and the same issue occurred with a second and a third reservoir. Customer did everything as recommended and all went well.